Manufacturer narrative:
Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. The drawing specification is 2.75-3.25. The torque tested high ¿ 3.33. There was no procedure and patient involvement. This complaint involves one (1) device. This report is for (1) x15 torque driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 investigation summary: visual inspection: the x15 torque driver (p/n: 288306100, lot #: gb114663) was returned and received at us cq. Upon visual inspection, no issues were identified with the returned device. Functional test: the functional test was performed on the returned device at fsl ups lyndhurst, nj site. The highest torque of the device measured during calibration testing was 3.33 nm which was not within the specified torque range of the device of 2.75 nm - 3.25 nm. Hence, the torque test failed high. Document/specification review: based on the date of manufacture, reflecting the current and manufactured revision were reviewed and no design/manufacturing issues were identified: mountaineer 3.0 nm torque driver. Loaner set product-specific inspection and verification instructions. Complaint confirmed? Yes, the device received failed in torque testing. Hence, confirming the allegation. Investigation conclusion: the complaint condition is confirmed as the x15 torque driver (p/n: 288306100, lot #: gb114663) failed high in the torque test. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: a review of the receiving inspection (ri) for x15 torque driver was conducted identifying that lot number gb114663 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 08nov2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.